Event description:
It was reported that the atrial lead exhibited high impedance and that possible lead fracture was suspected. The lead was capped and replaced. It was also reported that at the time of the atrial lead revision the physician had difficulty placing the initial replacement lead and when the atrial lead was placed the lead had high impedances. The physician tried three additional locations in the right atrium but all the impedance measurements were high. Possible lead fracture was suspected as the physician felt that the replacement lead may have been damaged due to the anatomy and difficulty with access. The physician then elected to remove this replacement lead and implant a new atrial lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).